Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was having difficulty inserting and removing cartridges. Reportedly, there is nothing obstructing the pump or the guard rails. There was no reported impact to the customer's blood glucose level.